Manufacturer narrative:
It was reported that the injection with the pen needle (article 700000176, batch 211168-01) was painful. The customer didn't return any needles for investigation. The investigation started with a review for any internal deviations during production, showed no abnormalities or deviations from the validated manufacturing process. Penetration force testing was performed with 5 samples retained from the same batch number according the internal product specification. The testing set-up included screwing the needle onto the holding fixture and removing the inner- and outer protective cap. The method included penetration in foil up to nominal lengths with a defined speed. None of the needles tested from the same batch reached beyond the maximum penetration force of 1.0n.

Event description:
On (B)(6) 2022, while the patient was performing an insulin injection, there was pain reported on the injection site. When the patient completed the injection again after replacing a new needle, there was still pain reported at injection site. On (B)(6)2022, while the patient was performing an insulin injection, there was pain reported on the injection site. When the patient completed the injection again after replacing a new needle, there was still pain reported at injection site.